Event description:
Additional information was received indicating the lead was explanted and replaced to resolve the event. During the procedure, insulation damage was visually observed. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection found an external insulation abrasion breaching the ring electrode, right ventricle and inner coil lumens at proximal region with the polytetrafluoroethylene (ptfe) liner of the inner coil also abraded. The cause of the reported events was due to external insulation abrasion which is consistent with friction to the device can. The reported events of noise, oversensing and insulation damage were confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular lead. Lead damage was suspected but has not been confirmed. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.